Event description:
Per the clinic, the patient underwent a revision surgery (specific date not reported) in order to reposition the device due to improper placement of the electrode array. The patient was also hospitalized for it (date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on may 23, 2024.